Event description:
It was reported that a human hair was found in the duoderm individual packaging. This item was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).